Event description:
Information was received from a patient receiving intrathecal dilaudid (hydromorphone) and bupivacaine at unknown concentration/doses via an implantable pump for non-malignant pain. The patient reported that they had their pump refilled yesterday and in the middle of the night last night, they heard a single tone alarm going off every hour. Patient confirmed they did not hear any alarms prior to the refill. Patient stated the alarm was not super loud so they did not really know when it started' and it 'could be muffled from the extra fat.' Patient stated their session long report showed elective replacement indicator (eri) - replace by (B)(6). Patient stated they called their doctor's office if the alarm had to do with the battery depletion and they told patient 'absolutely not' and were told to call medtronic. Patient stated they were having anxiety listening to the pump alarm 'all day.'

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.